Event description:
An intra-arterial sheath was inserted. A left catheter and injections of the left coronary artery were taken. This was exchanged over a guidewire with a right catheter. The right coronary arterty could not be intubated after a few attempts and while looking at the course of the right catheter, it was dertermined that the catheter had formed a figure of an 8 loop at the level of the arch of the aorta. Attempts at straightening this loop by means of the guidewire were unsuccessful. Thus, the catheter was slowly withdrawn in the level of the sheath in order to try to correct the loop at the level of the sheath. However, the catheter could not be pulled back beyond the level of the iliac artery. After several attempts of advancing and pulling out, the catheter and the sheath were removed. The pt did lose pulse in the right lower extremity. Pt underwent left to right femoral bypass surgery with successful resumption of pulses in right femoral and peripheral area.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, other. The device was not destroyed/disposed of.